Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately six years nine months following the implant of this transcatheter bioprosthetic valve, the patient was taken to the emergency department (ed) by ambulance due to worsening shortness of breath for a week. In the ed, the patient was noted to be in atrial fibrillation with a rapid ventricular response. A computed tomography scan was performed to rule out a pulmonary embolism, and bilateral pleural effusions were observed. The effusions were too small for a thoracentesis. White blood cell count was noted to be elevated, but the sputum culture performed had no growth. A urinalysis was negative. Antibiotics were administered. Pro b-type natriuretic peptide was noted to be elevated. The shortness of breath was treated with oxygen and a diuretic, and the beta blocker was increased for heart rate control. Five days later, an echo was performed and revealed a stable ejection fraction with moderate-severe central aortic regurgitation. The patient was discharged home with home health. One week later, the patient presented to the ed with worsening shortness of breath and weakness. No further testing was performed due to the patient's poor prognosis. Subsequently, the patient was admitted to inpatient hospice and died the same day. The cause of death was reported as related to heart failure and eventual cardiac arrest.